Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for inferior pole patellar fracture with mild migration : abnormal radiographic evaluation event is not serious and is considered mild. There is a remote possibility that the event is related to device and is definitely not related to procedure. On (B)(6) 2018, the patient had a right cemented total knee arthroplasty to address primary end-stage osteoarthritis. It was noted that depuy components including depuy patella and depuy cement was used during the procedure. The patient was noted to have multiple medical comorbidities prior to surgery. There were no complications reported during the procedure. Medical records from (B)(6) 2021 notes an inferior pole patella fracture (previously noted). The patient was noted to have become deconditioned, with multiple comorbidities. The patient has had more falls due to weakness in her legs, difficulty in walking, as well as difficulty with standing tolerance. The surgeons clinical impression was of a status post right total knee arthroplasty, with an inferior pole fracture and well-maintained functionality. At the time of this review, there was no revision, no invasive treatment, and no allegation of permanent injury. The surgeon noted that the patient should see a nutritionist to work on diet to help lower the patient¿s bmi. Date of implantation: (B)(6) 2018. Date of event (onset): (B)(6) 2021; (right knee).

Manufacturer narrative:
Product complaint (B)(4) investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.